Event description:
It was reported that a pump over infused magnesium sulfate to a pt. The pump was programmed to deliver 4 grams of magnesium sulfate in 100ml of fluid at a rate of 25ml/hr and 100ml vtbi. After one hour the medication container was empty, however, the pump displayed that the infusion had 3 hours remaining.

Manufacturer narrative:
(B)(4). Review of the device history log shows two infusion segments of magnesium sulfate occurring on different days, with similarities to the reported event. The most recent infusion occurred on (B)(6) 2012, and was programmed to deliver 2 grams in 50ml at a rate of 25ml/hr for a period of 2 hours. The earlier infusion on (B)(6) 2012, was programmed to deliver 4 grams in 100ml at a rate of 25ml/hr for a period of 4 hours. Both infusions were discontinued prior to the programmed duration. However, sigma cannot determine which of the two aforementioned infusions is the reported over infusion event. The customers master drug library is utilizing at least two entries of magnesium sulfate with different delivery parameters, and suggests that this medication is delivered in two or more different container sizes. Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and found to deliver within design specification. No malfunction could be identified. At the time of this report, the customer has been unable to confirm the date of the event.